Manufacturer narrative:
Qc results prior to and after the questionable result were acceptable. The analyzer alarm history contained no conspicuous events around the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs stat assay (tnt hs stat) result for 1 patient tested on a cobas 6000 e 601 module. The patient had the following tnt hs stat results from 3 separate samples: sample a: 3.43 pg/ml. Sample b: 17.59 pg/ml. Sample c: 3.27 pg/ml. The results for all 3 samples were available to the physician. The physician questioned the sample b result and requested that sample b be retested. On 30-aug-2019 sample b had a tnt hs stat result of 3.11 pg/ml. The tnt hs stat result of 17.59 pg/ml was considered implausible. The tnt hs stat reagent lot was 34588805 with an expiration date of 31-dec-2019.